Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was performed. The customer stated that the patient was obese and that an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the defective device will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was performed. The customer stated that the patient was obese and that an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No lubricant was used to facilitate placement of the capsule and the defective device will be returned for investigation. The patients oxygen saturation dropped suddenly and upon review with the esophagogastroduodenoscopy, scope the site of the bravo attachment was seen but no bravo in the esophagus or the stomach. The oral cavity was checked and nothing was found. The scope was reintroduced and the capsule was seen in the esophagus not attached. The anesthesiologist thought the patients oxygen dropped due the capsule in the airway. The patient was intubated and a new bravo was completed and attached without any complications.